Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no applicable history. Visual inspection identified a buckling upstream occlusion (uso) seal. The uso seal was replaced. A performance verification test was performed, and the device passed all testing criteria.

Event description:
The customer returned the product for dso seal had bubbled and delaminated, during device analysis, a buckling upstream occlusion (uso) seal was found. There was no patient involvement.